Event description:
It was reported that a female patient, who had a right tha, underwent a revision procedure. The patient was dislocating. The stem was kept in; a new head and sleeve were replaced. The cup and liner were revised to a competitor¿s devices per the surgeon¿s request. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as the hospital won't release them. No device images were provided. No further information.

Manufacturer narrative:
D10: 01-030-01-0450 - alt cup clstr g4 sz 50: (B)(6). 01-030-40-0432 - alt xle lnr ntrl g4 32: (B)(6). 170-32-03 - biolox delta femoral head 32mm od, +3.5mm: (B)(6). 190-21-08 - alt ha s noclr ext sz 8: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.